Event description:
The customer reported approximately one fourth cup of diluted blood fluid leaked onto the counter and floor during one sample analysis involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. There was no patient impact. The laboratory has an exposure control plan in place.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. It was determined fluid leaked from the needle due to deterioration of the plastic casing around the needle and was causing partial aspiration and leakage near the needle assembly. The customer replaced the needle assembly and resolved the issue. The instrument was returned to normal operation. (B)(4).